Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1105492. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although samples were submitted, current chinese customs laws prevents us from returning the to the manufacturing facility. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing leaked after inserting it into the patient. The following information was provided by the initial reporter: "catheter tubing connected to bd saf-t-intima defective and leaking after inserted in patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing leaked after inserting it into the patient. The following information was provided by the initial reporter: "catheter tubing connected to bd saf-t-intima defective and leaking after inserted in patient."